Event description:
Our rep is reporting that his account has reported that during an arthroscopic knee repair the surgeon observed metal shavings emanating from the femoral aimer and falling into the pt's joint space. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the pt. Also see associated MDR 1221934-2008-00505.

Manufacturer narrative:
Mitek is at this point in time trying to gather some detail on the reported event. When all that can be had is had and evaluated, those results will be posted in the follow-up report.